Event description:
Patient had maintenance IV fluids infusing via PICC line. It was noted that the smartsite 3000e positive bolus needle-free valve was leaking where the white portion and the clear portion of the device meet.====================== health professional's impression======================unknown.